Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported a fresenius 2008k2 machine with a low ultrafiltration (uf) removal at the end of a patient¿s hemodialysis (hd) treatment. The patient¿s pre-treatment weight was recorded as (B)(6) kg and post-treatment weight recorded as (B)(6) kg, with a total weight removal of 1.9 kg. The uf goal was 3000 ml, and the amount of uf not removed was 700 ml or 0.7 kg. No patient adverse events, injuries, or medical intervention was reported. It was not reported that the machine was removed after the event. The machine¿s current status is unknown. Additional information regarding the reported event was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.